Event description:
It was reported that this patient was having a prophylactic generator replacement. The physician noted that the battery is now at ~20%, even though it was last replaced 15 months ago, and would like evaluation as to why the battery ran down so rapidly. The clinic notes also indicate that the patient had chest pain near the generator site. The device history record of the generator was reviewed, and there is no evidence to suggest that the battery of the device depleted more quickly than expected, and there were no unresolved non-conformances were found. No known surgical intervention has occurred to date.

Event description:
Additional information was received reporting that electrocautery was used during the patient's most recent generator replacement surgery. No known surgical interventions have occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's generator was replaced. Additional information was received and based on the updated data, the charge consumed percentage did deplete more quickly than expected as compared to the battery voltage measurements. According to this data, there is evidence that suggests premature battery depletion. It was observed that at the implant surgery there was high impedance which resolved. The data available indicates that the generator may have experienced an increased duration of high battery impedance at the beginning of the implant's life. This high impedance potentially could have caused the battery to deplete faster than expected. Typically with beginning of life impedance events the battery voltage will rebound however this behavior has not been observed in the data reviewed to date. Therefore it is unclear if issues with beginning of life impedance caused the premature depletion. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.